Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's care giver alleges the wheels were spinning incessantly on unit then caught traction and got thrown down the front porch steps with user in it. Alleges the unit threw the user out of the chair onto cement pacers on the ground. They also allege they have been having issues with product ever since it was received, and dealer has either been hard to get a hold of or does not answer for weeks.